Event description:
It was reported that this patient contacted their clinic due to the implantable device exhibiting beeping tones. The patient was subsequently seen in-clinic where the physician confirmed that high, out-of-range shock impedance measurements (160 ohms) were noted from this right ventricular (rv) lead. This resulted in the device emitting beeping tones. Boston scientific technical services (ts) was contacted and confirmed that the gradual increase in shock impedance measurement may likely be due to patient factors such as calcification/mineralization. A lead replacement was discussed at the device replacement procedure for normal battery depletion within a year. The physician elected to reprogram the shock sensing vector and is continuing with normal monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the high impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this patient contacted their clinic due to the implantable device exhibiting beeping tones. The patient was subsequently seen in-clinic where the physician confirmed that high, out-of-range shock impedance measurements (160 ohms) were noted from this right ventricular (rv) lead. This resulted in the device emitting beeping tones. Boston scientific technical services (ts) was contacted and confirmed that the gradual increase in shock impedance measurement may likely be due to patient factors such as calcification/mineralization. A lead replacement was discussed at the device replacement procedure for normal battery depletion within a year. The physician elected to reprogram the shock sensing vector and is continuing with normal monitoring. The device therapy was subsequently disabled and a new active subcutaneous implantable defibrillator (s-ICD) system was implanted. Two months later, this rv lead was explanted along with the previous device to resolve the event. The device was explanted due to normal battery depletion. The rv lead was received for analysis.

Event description:
It was reported that this patient contacted their clinic due to the implantable device exhibiting beeping tones. The patient was subsequently seen in-clinic where the physician confirmed that high, out-of-range shock impedance measurements (160 ohms) were noted from this right ventricular (rv) lead. This resulted in the device emitting beeping tones. Boston scientific technical services (ts) was contacted and confirmed that the gradual increase in shock impedance measurement may likely be due to patient factors such as calcification/mineralization. A lead replacement was discussed at the device replacement procedure for normal battery depletion within a year. The physician elected to reprogram the shock sensing vector and is continuing with normal monitoring. The device therapy was subsequently disabled and a new active subcutaneous implantable defibrillator (s-ICD) system was implanted. Two months later, this rv lead was explanted along with the previous device to resolve the event. The device was explanted due to normal battery depletion. The rv lead was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results. No additional adverse patient effects were reported.